Event description:
It was reported that a pt returned to the dr's office complaining that she had passed pieces of a urethral bulking implant material. The dr examined the pt via cystocopy and the pt was given a second injection of the uretheral bulking implant material. After two days, post-implant, the pt passed all the urethral bulking implant material. The pt was given an alternative bulking agent for her third injection. No further complications have been reported.